Event description:
It was reported by the customer that a pyxis medstation es system keyboard not working. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the keyboard issue. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.